Event description:
It was reported that the patient stated that the device is "running way too fast" and they have a headache. The physician's office confirmed the patient did not follow-up or contact the clinic about this event. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.